Event description:
While IV nurse was placing purple power PICC line, inserting microintroducer over guidewire was inadvertently pushed into vein. Patient to interventional radiology for removal of retained PICC.